Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. All other electrical measurements were in normal range. Chest x-ray and flurocoscopy was performed and did not reveal anomalies on the lead. No intervention was performed. The patient was in stable condition and would continued to be monitored with normal follow ups.